Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2019-01429 but should be included under this report. - 3 total events were reported for this catalog number/device code combination for the reporting quarter.   Product return status 2 devices were received. 1 device was not available for evaluation. Event confirmation status 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by internal component corrosion. 1 device had no device problem found.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact. 1 event had no information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Event confirmation status: 1 reported event was confirmed; the cause was unable to be established. 1 reported event was not confirmed. Evaluation results: 1 device was found to be affected by internal corroded components. 1 device had no device problem found.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.